Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records was not performed because the lot number was not provided. A complaint history review found other related failures. Probable root cause maybe kinks, leaks in the vacuum circuit or a component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt the renasys go 300ml canister did not suck. There was no injury reported and it was use a sn back up device. No other complications were reported.